Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury, previously. Device issue: stent dislodgement. It was reported that the stent came off the stent delivery system (sds) balloon. This occurred during preparation and the device was never used on the patient. Reportedly, there was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that potential causes for stent dislodgement prior ot use as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, or forced sheath removal. Unfortunately, without the sds to examine a conclusive root cause cannot be determined. The manufacturing records were reviewed and there were no non-conforming material reports issued for this part/lot number combination. In addition, a query of the complaint-handling database was performed and there have been no similar incidents reported, which suggests that there are no lot specific product quality issues.